Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. If additional information is received for this event a supplemental report will be submitted. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), slow flow occurred. The target lesion was located in the right superficial femoral artery and was treated using two passes of the oad at low speed. Following atherectomy, balloon angioplasty was performed. Slow flow was noted in the distal posterior tibial artery. Vasodilators were administered, however no improvement in flow as noted. Balloon angioplasty was performed in the tibial artery, which improve the flow slightly. Additional information has been requested for this event but has not been received.

Manufacturer narrative:
Correction to MFR number.